Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.

Event description:
The hcp reported that while placing a bravo ph monitor the capsule would not attach to the patient's esophagus. The physician felt resistance when depressing the plunger and the trocar needle would not advance. The capsule fell into the patient's stomach. No serious injury to the pt was reported.